Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer states they have been getting air bubbles in the reservoir. The customer's blood glucose at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to change out entire set, and allow the insulin to get to room temperature before filling reservoir. The customer was advised to monitor the device, and call back if issues persist.